Manufacturer narrative:
Results: the penumbra smart coil (smart coil) detachment tip was fractured where the polymer section of the pusher assembly meets the distal detachment tip (ddt). The pusher assembly was kinked in multiple locations along its length. Conclusions: evaluation of the returned smart coil pusher assembly revealed that the ddt was fractured from the polymer section of the pusher assembly. If the smart coil pusher assembly is retracted through an overtightened rhv, damage such as this may occur. This is further supported due to the ddt being found inside the rhv indicating that it was successfully retracted out of the patient. Further evaluation revealed that the pusher assembly was kinked in multiple locations along its length. This damage was likely incidental and occurred after the procedure based on the reported successful result of the case up to the final retraction of the pusher. The non-penumbra microcatheter and intraluminal support stent device mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a stent assisted coil embolization procedure in the left vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed an intraluminal support stent device in the neck portion of the aneurysm. Next, the physician deployed a smart coil into the target vessel as the first framing coil by the jailing technique using a non-penumbra microcatheter. However, after detaching the smart coil, the physician attempted to retract the smart coil pusher assembly from the microcatheter but encountered resistance. Subsequently, about three centimeters of the tip of the pusher assembly became fractured inside the non-penumbra rotating hemostasis valve (rhv). Therefore, the rhv was removed and the procedure was completed using a new rhv and additional coils. There was no report of an adverse effect to the patient.